Manufacturer narrative:
Device not returned for evaluation. Invalid lot number was provided by hospital.

Event description:
It was reported that during a total knee procedure that the blade broke up by the blade mount. It was reported that an x-ray was taken post op and this revealed metal in the patient. Surgical intervention was carried out and the metal was removed from the patient.